Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient's device was tested on (B)(6) 2014 and system mode diagnostic results revealed high impedance (dc-dc code 7). The device was tested again on (B)(6) 2014 and on (B)(6) 2015, high impedance persisted. The device was not turned off. No patient adverse events were reported. No known surgical interventions have occurred to date.

Event description:
Further information was received, indicating that the physician saw the patient in 2016 and no high impedance was found during the system diagnostic test. The physician indicated that the patient is doing well and everything is ok.